Event description:
On (B)(6) 2022,clip has fallen off the tissue during usage on the patient. No reported injury.

Manufacturer narrative:
(B)(4). A visual, dimensional, or functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history review for the product hemolok l clips 6/cart 84/box lot# 73f2000625 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed due the product sample is not being available to perform a proper investigation and to determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.